Manufacturer narrative:
The unit was sent to the ge healthcare service depot. The carrier board was replaced.

Event description:
The hospital reported the display shut down twice, affecting mechanical ventilation. There was no reported patient injury.